Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. It was also reported that the right ventricular (rv) lead exhibited rising impedance, rising and high thresholds and also loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.